Event description:
A 4.0mm diameter x 24mm length ave micro stent ii was inserted into the coronary artery and deployed. Upon inflation of the stent delivery system balloon to 14 atms, which exceeds "rated burst" pressure of 9 atms, the balloon burst within the stent. The entire system: guide catheter, stent delivery system balloon and guidewire were then removed as a system with resistance noted by the physician. After removal of the balloon from the pt, it was noted that part of the balloon material was missing. It was not possible to locate the missing balloon material within the guide catheter; therefore, the balloon material may be within the pt's arterial vasculature. The pt remained asymptomatic and was sent to surgery for coronary artery bypass placement. There was no additional clinical sequelae reported relative to the event, and no further info is available from the user facility at this time.